Manufacturer narrative:
The biomed performed a checkout of the equipment and confirmed the erroneous gas module readings. The m-gas power supply was replaced. The biomed performed a checkout of the equipment and confirmed the erroneous gas module readings. The m-gas power supply was replaced.

Event description:
The hospital reported that, during a case, the clinician adjusted fresh gas and anesthetic agent settings based on the gas module readings. At some point during the case, the patient vomited and aspirated. The patient was suctioned, and the airway was cleared. The gas module was subsequently swapped out as it was felt the gas module was providing erroneous readings. The case was completed with no further reported complaint. It was later learned that the patient ate a meal prior to surgery, despite being instructed not to. It is unknown if the gas module readings contributed to the patient vomiting.